Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the left anterior descending artery (lad). A 2.00mm x 12mm maverick² balloon catheter was selected to dilate the target lesion. Following unpacking, the physician attempted to inflate the balloon inside the patient. However, it was found out that the rod of the balloon was fractured about 20 cm from the proximal of the balloon to the physician's hand. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with a shelf box and product pouch. The batch number on the returned device and packaging matched the reported batch number. There was contrast in the guidewire lumen and blood in the hub. The balloon was loosely folded. The hypotube was completely separated 73.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The hypotube had multiple kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the left anterior descending artery (lad). A 2.00mm x 12mm maverick²¿ balloon catheter was selected to dilate the target lesion. Following unpacking, the physician attempted to inflate the balloon inside the patient. However, it was found out that the rod of the balloon was fractured about 20 cm from the proximal of the balloon to the physician's hand. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.